Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited varying shock impedance measurements, including an out of range value of 200 ohms. The physician suspected the rv lead may have been fractured, but this was not identified via x-ray. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.